Event description:
It was reported by the customer that the pyxis medstation es system machine is entirely non-functional.disconnected both the auxiliary and srm components, powered the system on, yet the screen remains unresponsive. A customer indicated that there was a delay in the dispensing of medication to a patient, attributed to a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that machine not turning on. A field service engineer substituted the all-in-one device and reimaged the station to address the problem. The system functioned as intended after technical support specialist troubleshooted the device.